Event description:
Additional information received confirmed that the patient had their implantable neurostimulator (ins) explanted. If any additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient received a shock when passing through airport security. It was reported that the implantable neuro stimulator (ins) was implanted in (B)(6) 2010. When the patient passed through airport security while traveling in (B)(6) in (B)(6)2011, she received a shock, experienced an "instant headache" and "her eyes were red and felt like they were going to pop out." Since then, the patient had pain and headaches. Six months later, the patient fell and broke her spine. It was reported the battery for her ins depleted and the device stopped in (B)(6) 2012. It was also reported that the ins "worked ok" after the incident at airport security. The ins will be explanted (B)(6) because of normal end of service. It was also reported that the patient will be seeing a physician in (B)(6).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the ins revealed no significant anomalies, including normal end of life, no telemetry and no output. The epoxy bonds were broken between both b+ and b- battery terminals. The battery did not show any signs of an internal short or any cause for premature depletion. No problems were found with this battery.